Event description:
Staff reported difficulty differentiating between the tracoe twist inner cannula and tracoe twist plus inner cannula. Staff report very similar packaging with the only different being a small identification number on the box. The difference is not readily visible. This was recognized during a change in inner cannula for the patient. The patient had both types at the bedside.